Event description:
The customer reported the single use distal cover fell off of the duodenovideoscope. The doctor noticed the cover was loose when initially handling the scope, but they completed the procedure. When doing precleaning, the cover fell off. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is related to patient identifier: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed that the device was shipped in compliance with the specifications. The presumed cause could not be determined and the root cause could not be specified since the device was not returned for evaluation. Attempts were performed to obtain additional information and the customer reported that there was not any damage to either piece of equipment and there was not any irregularity with handling of the product that they are aware of. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was mentioned but inadvertently missed in the first supplemental report for section h4.